Manufacturer narrative:
The device was evaluated by olympus and the glue on the distal end of the light guide was found to be peeling. Additionally, the customer¿s report of leak was confirmed as the elevator channel inlet was loose and leaking. The pink rubber on the probe unit was flabby and the light guide and insertion tube were both non olympus parts. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
The customer returned model gf-uct180, evis exera ii ultrasound gastrovideoscope to olympus for an endoscopic leak observed during reprocessing of the device. The device had failed the leak test and the fluid was bubbling from inside the scope. Upon inspection of the returned device, the light guide cover glue was peeling. This report is being submitted for the peeling cover glue. There was no patient involvement associated with this event.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, device history record (DHR) review and additional malfunctions found in the device evaluation. The device was initially evaluated and returned unrepaired to the customer. The customer returned the device to olympus for a second time and it was re-inspected and three broken elements were found on the ultrasound image and there was a cut found on the switch. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is likely the light guide cover glue was peeling because external forces were applied to the distal end. The instructions for use (IFU) instructs the user of the following: ¿do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result.¿ olympus will continue to monitor the field performance of this device.